Event description:
It was reported that the lead was attempted to implant but not used due to a perforation of the heart by the right ventricular (rv) lead resulting in a pericardial effusion. The patient was medically treated for the pericardial effusion. The lead was extracted and a new lead was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analysis was performed with no anomalies found. The distal lv (low voltage) electrode of the lead was covered in blood. The helix of the lead was extrinsically bent. Visual summary analysis of the lead indicates damaged at implant. (B)(4).